Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were received, however, the reported event is unable to be confirmed. Patient has a history of heart disease and avascular necrosis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient experienced dislocation approximately one year post implantation. Approximately 6 months later patient experienced another dislocation and a third dislocation approximately 7 months later. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(6). Concomitant medical products: delta cer fem hd 28/-3 mm t1 catalog#: 650-1159 lot#: 2015070101, univ 2-hole shl 52 mm lnr sz 23 catalog#: 14-103652 lot#: 132750, tprlc 133 mp type1 pps so 10.0 catalog#: 51-106100 lot#: 3674056. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a close reduction approximately 1 year post primary total hip replacement surgery, due to dislocation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(6). Multiple MDR reports were filed for this event, please see associated reports:

Event description:
It was reported that the patient underwent a left hip closed reduction due to dislocation.